Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the workstation and generator circuit boards were reseated as a precautionary measure.

Event description:
The customer reported that the system displayed an error message and would not boot up. There is no report of patient injury.